Event description:
The customer reported a high blood glucose level of 560 mg/dl. Technical support determined that a t: lock connection was not straight or secure, which was suspected to be the cause. The customer took corrective action by administering a correction bolus via the pump. There was no adverse impact to the customer¿s blood glucose level reported beyond the initial high reading. The customer was advised to replace supplies as necessary and to resume insulin. Technical support requested a follow-up, and the customer was instructed to contact their healthcare provider if issues persisted.